Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, issues with integrated electrosurgical unit (iesu). They have started use it with third party instrument and everything went well. When they decided to use it with the robot, error m-02 showed up. The site tried to restart the iesu several times, but the issue remained. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The generator was returned for failure analysis, and the reported error was confirmed but not replicated. In error log, the m-02 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The probable root cause of this issue is attributed to a defective generator due to module timeout errors on the generator.